Manufacturer narrative:
The kcl circuit was cleaned, the ise pipette was replaced, the electrodes were changed, and quality control was performed. The field service engineer found the hose on the flushing station was punctured. He replaced the hose and the gear pump pressure gauge. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 module c501 analyzer. Patient (B)(6) initial sodium result was 137 and the repeat result was 169. Patient (B)(6) initial sodium result was 138 and the repeat result was 192. On (B)(6) 2021, patient (B)(6) initial sodium result was 137 and the repeat result was 207. Patient (B)(6) initial sodium result was 139 and the repeat result was 176. Patient (B)(6) initial sodium result was 138 and the repeat result was 149. On (B)(6) 2021, patient (B)(6) initial sodium result was 138 and the repeat result was 168. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue found by the field service engineer was the cause of the event.